Manufacturer narrative:
Unable to prime during prime/compromised force sensor test due to faulty fsr(tin).

Event description:
The customer reported via phone call that the insulin pump had a prime anomaly. The blood glucose at the time of the incident was 211 mg/dl. The device will be returned for analysis.